Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 6.0 cm, 73.0 cm, 90.0 cm, 93.0 cm, 130.0 cm, 136.0 cm, and 137.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. The introducer sheath was ovalized approximately 8.0 cm from its distal tip. Upon functional testing, the pod8 was unable to be advanced through its introducer sheath due to the ovalization on the introducer sheath. Conclusions: evaluation of the returned pod8 confirmed kinks on the pusher assembly. Further evaluation of the device revealed ovalization on the introducer sheath. If the introducer sheath is forcefully gripped or pinched during use, damage such as an ovalization may occur. This ovalization likely contributed to the reported resistance experienced during the procedure, and result in the pusher assembly become kinked near its mid-joint. Further evaluation of the device revealed additional kinks on the pusher assembly. Based on the returned condition, these kinks were likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using pod coils, lantern delivery microcatheter (lantern) and, non-penumbra guide catheter. During the procedure, the physician experienced resistance while attempting to advance a pod coil into the lantern; therefore, the pod coil was removed and flushed. The physician re-attempted to advance the same pod coil; however, the same issue occurred and consequently, the pod coil became kinked. Therefore, the pod coil was removed. It was reported that the lantern was flushed before and after each pod coil was deployed. The procedure was completed using new pod coils and the same lantern. There was no report of an adverse effect to the patient.